Event description:
It was reported that a malfunction alarm occurred, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support informed caller that malfunction code was resettable, provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised that pump use could continue, and instructed caller to call back if malfunction code appeared again.